Manufacturer narrative:
The insulin pump alarmed button error after it boot up due to intermittent button response on the act button due to moisture damage on the keypad traces. The device had cracked lcd window, cracked case at the lcd window corners, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, and broken belt clip slot.

Event description:
Customer reported via phone, the insulin pump had alarmed button error. Customer stated he was working out and the device was pressed against his waist. His blood glucose was 85 mg/dl. Customer didn't recall any significant event which may have cause the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for further analysis.